Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient 1 result = 0.113 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory. There was no allegation of harm reported as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent or analyzer had malfunctioned.